Event description:
After using amo complete moisture plus multi-purpose solution, I developed an acute onset of red, tearing and itching eyes. I went to the eye dr who told me to immediately stop using the solution. I had to go for two follow-up visits after my initial appointment. It took about two weeks before my eyes started to feel better. Dates of use: approx five months in 2007.